Event description:
It was reported that this device reached a battery status of elective replacement indicator (eri) and exhibited a gradual increase in high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were discussed and recommended. Currently, this rv lead remains in service and no adverse patient effects were reported.